Event description:
It was reported to manufacturer that the vns patient was seen by the neurologist for a follow up appointment due to a recent onset of pain in the throat and dysphagia that occurs in the evening after taking medications orally, that would last for about three hours and a worsening or hoarseness during stimulation at times. At the follow up visit, the patient informed the neurologist that they had received diathermy administered by a physical therapist twice in the last two weeks. The physician was not able to perform diagnostic testing on the device as the patient was not able to tolerate the settings at which the test is performed. The physician programmed the device off, and referred the patient to an ER for further examination. Additional information was received revealing that the diathermy treatment was to the foot, however further clarification is expected regarding the location of the treatments. Furthermore, it was reported that the patient was having a "change and an increase in seizures" following the diathermy treatment while the vns device was still on. The hoarseness has improved and the pain has resolved since the device was disabled, however the seizures worsened. The neurologist believes that there is a possibly that a problem with the generator is contributing to the change in seizures, throat pain, dysphagia, and worsening hoarseness events. The physician also reported that since "the diathermy treatment preceded the pain and dysphagia" another possible cause could be irritation of the vagus nerve, and the vns was turned off, these events improved. The patient subsequently was referred to a surgeon where the plan was to replace the generator, test the leads, and possibly replace them as well. The patient also had a pre-operative consult with an ent so that if there are additional issues with throat pain and dysphagia, the patient can be evaluated post-operatively as well. During surgery, the device was tested prior to explantation, and diagnostics revealed normal device function. The physician and surgeon opted to replace the generator. It was noted during surgery that there was serous "fluid in the connections and something was loose". The patient was seen by the neurologist's office post-operatively and they were able to turn the device on to 0.25ma. Diagnostic tests revealed normal device function and the patient tolerated stimulation well. The patient's seizures have improved since the generator replacement. Attempts to obtain additional information are underway. Additionally, the explanted generator expected to be returned to manufacturer for analysis, however the device has not yet been received.